Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
It was reported to arjo by a customer representative that a citadel plus side rail was broken off the bed. No injury was reported. No medical intervention was needed.

Manufacturer narrative:
It was reported to arjo by a customer representative that a citadel plus side rail was broken off the bed. No injury was reported. No medical intervention was needed. An inspection of the claimed bed frame conducted by the arjo representative and photographic evidence provided revealed that lower arm of one of the side rail assemblies was broken in two pieces, resulting in side rail partial detachment from the frame. Additionally, the pivot pin was bent. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the malfunction occurred are unknown. To conclude, the side rail was partially detached from the bed and from that perspective the citadel plus bed did not meet the performance specification. The bed was in use by a patient. No injury was reported. The complaint was decided to be reportable due to the side rail malfunction.